Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the connector tip measuring 6.7cm was returned for analysis. Final analysis found insulation degradation noted at 4.4cm, 5.3cm, and 5.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.